Manufacturer narrative:
Initial reporter is a synthes employee part 319.09, lot 2665347: manufacturing site: (B)(4). Release to warehouse date: november 18, 2010. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A service and repair investigation was completed: the customer reported that the device was bent. The repair technician reported that product needed to be lubricated. Lube/oil/clean is the reason for repair. The cause of the issue is lube/oil/clean. The item was repaired per the inspection sheet, passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. The evaluation was not confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a routine incoming inspection of a loaner set, it was observed that a depth gauge was bent. There was no known patient or hospital involvement. During the manufacturer investigation, it was noted that product needed to be lubricated. This report is for a depth gauge. This is report 1 of 1 for (B)(4).